Event description:
The device was placed in the right wrist for a ptca procedure. Approximate time in situ was one hour and ten minutes with eight catheter exchanges. Hemoband was placed in lab post procedure. Patient stated that inflammation started as a pimple on puncture site.